Event description:
Baxter reported, "the end of the titanium adapter occurred crack and resulted in solution leakage." Noted during use. No pt injury or medical intervention was reported per affiliate.